Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's incision at the lead placement site was not closed properly. The patient was prescribed oral antibiotics and instructed to perform wet-dry dressing changes to the incision. The patient was instructed to follow up with the physician for further assessment.

Event description:
Follow up information identified the wound has healed and issue has been resolved.